Event description:
It was reported that pump experienced malfunction after it was dropped earlier in the day and displayed malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset it without recurrence of malfunction, was advised pump could continue to be used, and was instructed to call back if malfunction code occurred again, which customer acknowledged and understood.